Event description:
This event is now reportable based on the analysis completed in 12/2005. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus liberte 2.75x24mm drug eluting stent was unable to be retrieved back into the guide catheter. The stent and guidecatheter were removed together as a unit. However, the returned product confirmed that there was stent damage. No patient injuries or complications were reported. Patient status is satisfactory.